Manufacturer narrative:
Investigation pending.

Event description:
A variance was reported between inratio inr results. The results were as follows: on (B)(6) 2016: inratio=5.1, 1.7 (3 hours between tests). The reported therapeutic range: 2.5-3.5.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire testing history for the reported lot was performed. In-house testing on strip lot 385358a meets release criteria. The product performed as expected. A review of the manufacturing records for lot 385358a did not uncover any non-conformances. The lot met release specifications. A root cause could not be determined from the available information. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.